Manufacturer narrative:
The carefusion failure analysis lab inspected the suspect user interface module (uim) that was returned and was able to duplicate the reported issue. The root cause of the reported issue was due to low voltage from battery 1 during start up.

Manufacturer narrative:
A carefusion field service representative (fsr) went onsite to evaluate the reported issue. The reported issue was confirmed and the suspect user interface module (uim) was replaced in order to resolve the reported issue. The onsite evaluation occurred on (B)(6) 2017 and should have been included in the initial MDR submission. This error was identified on (B)(6) 2017 and triggered the correction supplemental.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. Device evaluation anticipated, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen is inconsistent, not very sensitive and is hard to make changes. The customer stated there was no patent involvement associated with this event.